Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was noted to exhibit noise over-sensing and the noise was not reproduced via isometric testing. Programming changes were recommended and the patient had no adverse consequences.